Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: investigation summary: the investigation could confirm the reported issue of "the femoral checkpoint was 5-6mm off so they had to transition to manual instrumentation." The investigation found that the most probable root cause of the reported issue is due to array movement. The investigation found that there was significant array movement during initial leg alignment step as well as all the subsequent leg alignment steps before starting the femur cuts. The investigation also found that there was approximately 5mm deviation of femur checkpoint during checkpoint verification step before starting the femoral cuts. This could be because of array movement happened during initial leg alignment and all subsequent leg alignment steps. This confirms the user reported issue of femur checkpoint deviation of approximately 5mm. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. The report of inaccurate cuts of greater than 3mm, but this could not be confirmed with the logfile review as user switched to manual mode and manual steps taken by the surgeon are subsequently not reflected by the velys-ras system. There are no defects found with the system or software. The software was performing as intended. Root cause: the investigation found that the most probable root cause of the reported issue is due to array movement. The most likely root cause for the array movement could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroscopy (tka) surgical procedure, the robotic-assisted solution satellite station femoral checkpoint was found to be 5"-6" mm" off, and the team converted to manual instrumentation. The reporter was unsure when the array movement occurred, however; the issue was discovered during a check. The device was operated in conjunction with the robotic-assisted solution base station device. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.